Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the drawer did not open during medication issuance. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A technical support specialist (tss) remoted in and logged into the system to check all drawers. All drawers opened successfully via the populate button screen. The customer was asked to re try the medication issue, and this time it worked as expected. The system functioned as intended after the technical support specialist troubleshot the device.